Event description:
When the physician scanned the second barcode of the smart control system for an account, the scanner indicated a 150/4mm in diameter stent instead of a 150/7mm diameter stent. The inner package barcode label was scanned first by the manipulator radio.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.